Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a disconnection of the set from the titanium adapter which occurred on the homechoice device, during therapy. The hp was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon receipt of addition information, it was reported that the issue did not occur with the titanium adaptor. This complaint has been determined to be a duplicate of (B)(4). Should additional relevant information become available, a follow-up report will be submitted.